Manufacturer narrative:
Concomitant medical products: competitor lead, implanted (B)(6) 2007; dtma1d1 crt-d, implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and not replaced. No further patient complications have been reported as a result of this event.